Event description:
This event was reported to sjm by guidant corp following the removal of the lead. This permanent pacing lead was implanted in 1988 and in 1997 it was capped and removed from svc due to inappropriate shocks from over sensing. Following the death of the pt in 2001, the lead was returned to guidant for evaluation.